Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and was broken. The customer was assisted with troubleshooting. The customer¿s blood glucose was 88 mg/dl at the time of the incident. The customer stated that exposure was pool water and that there was fluid under the lcd display. The customer also added that the insulin pump had some cracks. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to corroded the motor home switch. Also, had moisture damage electronic assembly during visual inspection. We were unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.